Event description:
It was reported that a routine ins replacement for an expiring battery, as indicated by mild increase in dystonic tremor, occurred. The patient developed an infection.

Manufacturer narrative:
(B)(4).